Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being at the beach with insulin pump. It was reported that insulin pump had a crack and display screen. Customer reported that as a result, a failed battery test alarm was received after attempting to change battery. It was also reported that buttons were not responding. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.